Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue the batch 6006162, in question was manufactured at the reynosa site. DHR review: the lot 6006162 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac m12 on 17-mar-2024, with a total of (B)(4) units. The sub-assembly: assembly lot 4c02189 was manufactured according to the wi version 27 and assembled in the quickset line, on 17-mar-2024, with a total of (B)(4) units. Lot 4c04343 was manufactured according to the wi version 27 and assembled in the quickset line, on 20-mar-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4b05494 was manufactured according to the wi version 41 and manufactured in the line mp04 , mp08 on 13-mar-2024, with a total of (B)(4) units. The lot 4b05496 was manufactured according to the wi version 41 and manufactured in the line mp04 , mp08 on 08-mar-2024, with a total of (B)(4) units. The lot 4c03654 was manufactured according to the wi version 41 and manufactured in the line mp05, mp08 on 19-mar-2024, with a total of (B)(4) units. The lot 4c04395 was manufactured according to the wi version 41 and manufactured in the line mp04, mp05, mp08 on 20-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage occurred at the quick release. No further information available.